Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulty occurred. The target lesion was located in the right femoral vein and common iliac vein. An 8.0 x 200 135cm mustang balloon catheter was advanced for dilation. The balloon was inflated multiple times up to 20 and 22 atmospheres, which is above the rated burst pressure, and then the balloon ruptured. When the balloon was taken out, the balloon could not get out through the sheath. The balloon and the sheath had to be pulled out to remove the device. The wire access was still there, but could never get another sheath in; so the procedure was ended. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The device was returned still loaded within the customers 7fr sheath. The distal detached section of the device containing shaft, tip, balloon material and markerbands were not returned for analysis. The section returned contained shaft, hub/manifold and some balloon material. Only the proximal section of the balloon material was returned for analysis still attached to the shaft. A complete circumferential tear was identified in the balloon material approximately 32mm distal to the balloon bond. No issues were noted with the balloon material that could have contributed to the balloon damage. Due to this circumferential tear it was not possible to remove the device from the sheath. A complete break was identified in the shaft of the device approximately 7mm distal to the proximal balloon bond. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The physician exceeded the rate of burst pressure. Direction for use (dfu) warning state: ¿¿do not exceed the rated balloon burst pressure. The rated burst pressure is based on in vitro testing. At least 99.9 percent of the balloons (with a 95 percent confidence) will not burst at or below their rated burst pressure.¿¿ dfu withdrawal instructions state:¿¿ if resistance is felt during withdrawal of the dilatation catheter, it is recommended to extract the entire system with the introducer/guide sheath.¿¿ (B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulty occurred. The target lesion was located in the right femoral vein and common iliac vein. An 8.0 x 200 135cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated multiple times up to 20 and 22 atmospheres, which is above the rated burst pressure, and then the balloon ruptured. When the balloon was taken out, the balloon could not get out through the sheath. The balloon and the sheath had to be pulled out to remove the device. The wire access was still there, but could never get another sheath in; so the procedure was ended. No patient complications were reported and the patient's status was fine.